Event description:
According to the available information, the device was explanted for an unknown reason.

Manufacturer narrative:
Lot number: 5623483. Upon receipt of the device, an anomaly was observed on the inlet tube near the pump strain relief. Further evaluation of the anomaly is in progress at the time of this report. Once our evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on the longer exhaust tube and the inlet strain relief of the pump. A separation was noted on the inlet tube of the pump near the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with neither cylinder 1 nor cylinder 2. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the inlet tube of the pump near the strain relief to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.